Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens injected quickly out of the injection system and tore the back of the capsule bag. The incision was enlarged to remove the lens and a vitrectomy was performed. A sulcus lens was implanted and sutures were required to close the incision. The reporter stated the surgeon was new to the lens and injection system and was being trained when this event occurred.

Manufacturer narrative:
(B)(4) - surgical procedure, incision sutured, (B)(4): eval results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).